Event description:
Customer reported that the sys locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the cpu board and hard drive. Sys operates as intended.